Event description:
The customer reported being hospitalized due to high blood glucose levels greater than 700 mg/dl. The customer experienced nausea, dizziness, fatigue, vomiting, excessive thirst and urination. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted with the correct programming. All other programming was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.